Event description:
It was reported that the pt was implanted on (B)(6) 2010 and went to the ER on (B)(6) 2010 complaining of a headache, mild fever and confusion. The pt's catheter was part of the potential endotoxin field action. Hcp noted the pt was initially put on antibiotics, but cultures were negative and antibiotics were discontinued and pt apparently recovered fairly quickly, although she wasn't certain how long the pt was hospitalized. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).